Event description:
It was reported that the nurse have been encountering some issues with the foleys since they converted over to the latex catheters. The most prevalent issue was related to leaking and have multiple issues with leaking around the catheter. In these cases the leaking began after the catheters had been in several days without issue. Also stated there were instances where the user had retention and to the point where the bladder became so full that it flooded the bed around the catheter. In one of the cases the sediment was noted which was not in the second one. The third issue was related to the temperature component not working. In several instances it did not work at all and the several times it only works when the user positioned in a certain way and then it gave a erroneously high temperature that was not confirmed orally or rectally. Per follow up on 14may2021 for the second sample the customer stated that the most prevalent issue was related to leaking. The customer had multiple issues with leaking around the catheter. In these cases the leaking began after the catheters had been in several days without issue. Two instances where the customer had retention and to the point where the bladder became so full that it flooded the bed around the catheter. In one of the cases the sediment was noted not in the second. It was stated that the third issue was related to the temperature component not working. In several instances it did not work at all, several it only works when positioned in a certain way, then a third where it gave a erroneously high temperature that was not confirmed orally or rectally. Per investigator notification received on 19nov2021 as the two returned catheters were found not to be within the batch (ngey1940) and contained no reported defects post evaluation.

Manufacturer narrative:
The reported event was inconclusive due to the poor sample condition. The device did not meet the specifications. The product was used for diagnostic purposes. A potential root cause for this failure mode could be due to the sensor wire too weak. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found inadequate. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse had been encountering some issues with the foley since they converted over to the latex catheters. The most prevalent issue was related to leaking and had multiple issues with leaking around the catheter. In these cases the leaking began after the catheters had been in several days without issue. Also stated there were instances where the user had retention and to the point where the bladder became so full that it flooded the bed around the catheter. In one of the cases sediment was noted which was not in the second one . The third issue was related to the temperature component not working. In several instances, it did not work at all and the several times it only worked when the user positioned in a certain way and then it gave a erroneously high temperature that was not confirmed orally or rectally. Per follow up on (B)(6) 2021, for the second sample, customer stated that the most prevalent issue was related to leaking. Customer had multiple issues with leaking around the catheter. In these cases the leaking began after the catheters had been in several days without issue. Two instances where customer had retention and to the point where the bladder became so full that it flooded the bed around the catheter. In one of the cases sediment was noted, not in the second. Stated that the third issue was related to the temp component not working . In several instances it did not work at all, several it only worked when positioned in a certain way, then a third catheter gave a erroneously high temperature that was not confirmed orally or rectally.